Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. H11: livanova deutschland manufactures the heater-cooler system 3t. Through follow up, livanova was informed the errors were on patient side display. This happed after customer cleaning and filling of the tanks. Errors were serveral start tests (e48, e49, e50, e53, e54, e57) and pump 1 uses too much power warm (e06) and pump 1 is blocked (too slow, e07). Livanova informed the customer that to solve the issue the both bridges and the distribution board need to be replaced. The cusotmer has opted to not proceed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that during daily testing, the heater/cooler 3t displayed multiple error codes. There was no patient involvement.

Manufacturer narrative:
H11. A review of the device¿s service history confirmed that no similar events have been reported since device date of manufacturing. A review of complaints database did not identify any trends associated with this type of fault. Based on investigation findings, it cannot be ruled out that the distribution board and the pumps were inadvertently damaged during the device cleaning activity. This damage may have occurred due to tank overfilling by the user, potentially leading to the reported error messages. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.